Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer also experienced vomiting, nausea, excessive thirst, frequent urination, irritability, abdominal pain and rapid breathing. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage found on the drive support cap. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was sent to the customer. Nothing further was reported.